Event description:
Customer reportedly obtained result of 562 mg/dl and took 10 units humalog and 30 units novolin n. Twenty minutes later, the customer was incoherent and testing 359mg/dl on one strip lot and 80mg/dl on a different strip lot. Customer was given milk to elevate his blood glucose as well as cheese. No medical treatment sought or received. Requested return of suspect system and replacement was sent. Information suggests incident occurred in the home.